Event description:
A report was rec'd that the radioactive source failed to fully return to shielded position at the end of the pt treatment. The source was only one inch away from being fully shielded. The pt was removed and the treatment room was deemed to be safe.

Manufacturer narrative:
Based on the customer's description and details from best theratronic's last visit ((B)(6) 2012 source change), the problem seems to be normal wear and tear of the air system and switches. This unit has been in use for 21 yrs and is beyond the useful life of 18 yrs for this device. Best theratronics recommends a pmi every 5 yrs as per the operator manual however, the customer has not requested any service by best theratronics.